Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an over infusion of an unspecified medication that occurred over 1 year ago. Although requested, no additional information about the patient, medication, or event provided.